Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient had high blood glucose levels after her insulin pump experienced an occlusion alarm (alarm number in pump history: 2) during use of a cleo® 90 infusion set. The patient's blood glucose levels were over 600mg/dl at the time of the event, and the patient had large traces of ketones. The patient's healthcare provider did not identify the ketone level as dangerous or life threatening. To address the high blood glucose levels, the patient administered a bolus with the pump and a manual correction injection. No permanent injury was reported. See MFR: 3012307300-2017-01176 and 3012307300-2017-01177.